Event description:
On (B)(6) 2022 a surgical procedure was performed due to patient reports of reduced pain relief. Symptoms were attributed to high impedances in one lead. Initial plan was to replace the implantable pulse generator (ipg), however during the procedure a decision was made to replace both leads as well. One lead was damaged during removal and the distal ends were left in the patient. While inserting new leads the patient condition deteriorated in the form of vomitting and possible pneumonia infection. Due to the patient condition, the physician elected to fully remove the new leads and ipg and abort the procedure.